Event description:
The trailing haptic bent during the insertion of the lens into the pt's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See mdr1920664-2008-00900 for the intraocular lens used with this delivery device.